Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and was not able to reproduce the reported symptom. Customer used it on the next case the following day and had no problems. System check out is good. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed "generator overload" message. The message was cleared and the system was rebooted, which resolved the issue. The procedure was completed successfully with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.

Manufacturer narrative:
A review of the software logs was completed and found the logs showed one occurrence of a generator overload condition with the generator overload message being displayed to the user. A generator overload is a known hardware condition due to an x-ray generator tube arc. It may have occurred because the tube is going bad, but it could be a calibration issue as well. This condition is not a result of any known software anomaly. The condition could not be repeated during the visit by a field service engineer. The description of the issue points to hardware issue, but there is no part replacement with disposition to reference. The suspected root case is hardware but there is not sufficient information to determine, the medtronic representative opted to monitor the system for recurrence and reported the issue could not be replaced.